Event description:
Health professional reported "patient experienced chronic dysphagia and showed evidence of band intolerance. Lap band removed and patient converted to gastric sleeve." Patient was also hospitalized.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Dysphagia and intolerance are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of dysphagia as follows:"ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of intolerance as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."